Event description:
Based on info provided, one self-taping screws and three of the locking caps loosened after initial implant. A revision surgery was performed to replace the product.

Manufacturer narrative:
Additional model #: pn 44-3650 and lot #: r11, device manufacture date: 04/21/2010.